Event description:
A malfunction was reported involving a pump from rubin medical ab in sweden, with a fault code of malf 16 that was not resettable. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support arranged to replace the pump and instructed the customer on how to return the faulty device using a pre-paid label, ensuring that insulin delivery would continue via multiple daily injections until the replacement pump arrived.